Event description:
I used feminine wipes which were supposed to be dermatologist - tested but it caused an extreme reaction which caused me to go to the hospital and get antibiotics prescribed. Not to mention their whole website has similar bad reviews.